Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an auto off alarm. In addition, the customer was having difficulty charging the pump. The customer's blood glucose level was 75 (mg/dl). Tandem technical support reviewed the auto-off safety feature with the customer. The customer successfully resumed insulin delivery. Although confirmation was requested as to whether or not replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.